Manufacturer narrative:
Na

Event description:
It was reported that the atrial lead exhibited noise which could be reproduced with arm movement. The noise was noted on stored electrograms. The lead was replaced.